Manufacturer narrative:
H3 - evaluation of the returned camera found no fault with the camera. The surgical arm was not replaced and was still in use. H6 - evaluation result code c19 and conclusion code d14 applies to the camera. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: kit1286-01, serial/lot #: p9-02504. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: asm0206-01, product ID: kit1286-01. A medtronic representative went to the site to test the equipment. Testing revealed that the complaint of the surgical arm shaking could not be replicated during testing and completing an accuracy and stress test. A field motor calibration was performed on joints 4 and 5. The software was upgraded, but the intermittent accuracy issues were still observed. The surgical arm and camera were replaced. The system then passed the system checkout and was found to be fully functional. A software analysis of the export and log files was completed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoro images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a r<(>&<)>d workstation. The representative reported that a lateral deviation was noticed at l3 <(>&<)> l4 left. Analysis reviewed the planning of the case and a lateral-superior skiving potential was noticed at l4 left. No issues were noticed with the positioning of the star marker or the beads recognition. The bone mount bridge was used, and no major issues were detected. The order of the screw placement was in a 'u' type shape, starting from right side at l3 and ending on the left at l3. All screws placed accurately except for the last two ¿ l3 and l4 left. The screws were clinically acceptable but not according to the planning. Since the last two screws were the ones that have deviated, a platform or patient shift could not be ruled out. Analysis reviewed all the available information and concluded that the probable causes for the lateral deviation can be related to skiving of the tools on the bone, and to a possible platform or patient shift. According to the planning of l4 left, a lateral-superior skiving potential was noticed and because all screws were placed accurately except for the last two (l3 and l4 left), a platform or patient shift could not be ruled out as a potential cause for the deviation. Analysis results of the surgical arm were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon completed the patient's right side and all screws were placed accurately. On the left side, l3 was lateral and l4 was lateral and superior by 1.5 mm. The surgeon decided to re-instrument l5 with a different length of screw. Originally the surgical arm was sent to the trajectory with one screw size. The surgeon decided to switch the screw and when the surgical arm was sent back to the trajectory, the arm was shaking when placing the screw. The surgeon left the screws in place since they were clinically acceptable, but they were off plan. An accuracy check was done and the probe was off. A snapshot was done, but the probe was still inaccurate. The surgical arm was sent back to l3 and accuracy was checked, but it was inaccurate. The probe was red when the surgical arm was sent to the clear left position and on the edge of the circle when sent to the snapshot position. There was no patient harm and the procedure was delayed less than an hour.